Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 55 year old male pt. The device would not power up. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.